Manufacturer narrative:
The results of the investigation are inconclusive since the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.

Event description:
During the procedure the 1.5 driver tip broke off while inserting the proximal radial styloid screw in the acumed aculoc2 silver distal radius plate. The driver tip lodged in the head of the screw, and the broken tip remains inside the implanted screw. This report is related to report number 3025141-2022-00044 which is on the screw involved in this event.